Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level above 600 mg/dl. Customer was treated with intravenous insulin and fluids, and was released from the ER "a few hours" later. Upon being released from the ER the customer was ¿stable¿. Reportedly, an occlusion alarm had occurred. Reportedly, the pump supplies were changed to address the issue. In addition, unspecified causes also contributed to bg levels becoming elevated.